Manufacturer narrative:
Of the 10 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture in the pump and case damage. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 10</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-71 years of age and between 23 and 200 pounds. Of the reported patients, 4 were male, 6 were female, and 0 were unknown.